Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, after pressing the plug deployment button of the 6f exoseal vascular closure device (vcd) and manually compressing for 4 minutes, bleeding could not be stopped. Continued manual compression for 20 minutes and bandaged for hemostasis. Patient completed the procedure normally. The exoseal vascular closure device (vcd) was stored and prepared according to the instructions for use (IFU). A retrograde approach was used, and a non-cordis sheath was utilized during the procedure. Angiography confirmed the suitability of the femoral artery, including the appropriate insertion angle, and the vessel diameter was verified to be at least 5 mm. No calcium, plaque, stent, or stenosis greater than 50% was present at the puncture site. No resistance or difficulty occurred when advancing the vcd or connecting it to the sheath introducer. The vcd locked securely locked and pulsatile flow was observed. The device and introducer were retracted together until pulsatile flow slowed or stopped and the indicator window turned solid black; although the window showed red during retraction, it returned to black after tension was released. The deployment button fully depressed without the need for excess force, and the vcd and sheath introducer were removed as a single unit within 1¿2 seconds after button depression. The device will be returned for evaluation.

Manufacturer narrative:
As reported, after pressing the plug deployment button of the 6f exoseal vascular closure device (vcd) and manually compressing for 4 minutes, bleeding could not be stopped. Continued manual compression for 20 minutes and bandaged for hemostasis. Patient completed the procedure normally. The exoseal vascular closure device (vcd) was stored and prepared according to the instructions for use (IFU). A retrograde approach was used, and a non-cordis sheath was utilized during the procedure. Angiography confirmed the suitability of the femoral artery, including the appropriate insertion angle, and the vessel diameter was verified to be at least 5 mm. No calcium, plaque, stent, or stenosis greater than 50% was present at the puncture site. No resistance or difficulty occurred when advancing the vcd or connecting it to the sheath introducer. The vcd locked securely locked and pulsatile flow was observed. The device and introducer were retracted together until pulsatile flow slowed or stopped and the indicator window turned solid black; although the window showed red during retraction, it returned to black after tension was released. The deployment button fully depressed without the need for excess force, and the vcd and sheath introducer were removed as a single unit within 1¿2 seconds after button depression. A non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. Additionally, a 6f non-cordis catheter sheath introducer (csi) was received inserted on the unit. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification microscopic evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿plug inability to achieve hemostasis¿ was not observed through analysis of the returned device as it was received fully deployed with no plug returned for analysis and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site¿. Neither the product analysis, product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, after pressing the plug deployment button of the 6f exoseal vascular closure device (vcd) and manually compressing for 4 minutes, bleeding could not be stopped. Continued manual compression for 20 minutes and bandaged for hemostasis. Patient completed the procedure normally. The exoseal vascular closure device (vcd) was stored and prepared according to the instructions for use (IFU). A retrograde approach was used, and a non-cordis sheath was utilized during the procedure. Angiography confirmed the suitability of the femoral artery, including the appropriate insertion angle, and the vessel diameter was verified to be at least 5 mm. No calcium, plaque, stent, or stenosis greater than 50% was present at the puncture site. No resistance or difficulty occurred when advancing the vcd or connecting it to the sheath introducer. The vcd locked securely locked and pulsatile flow was observed. The device and introducer were retracted together until pulsatile flow slowed or stopped and the indicator window turned solid black; although the window showed red during retraction, it returned to black after tension was released. The deployment button fully depressed without the need for excess force, and the vcd and sheath introducer were removed as a single unit within 1¿2 seconds after button depression. The device will be returned for evaluation.